Event description:
The customer reported that the device failed to power up and that the battery pac has a bent pin on the "a" battery well side.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to power up and there the battery pca has a bent pin on the "a" battery well side. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was confirmed. The failure of the device not powering up was confirmed by philips. Replacement of the battery pca resolved the failure.